Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and blood was noticed inside the balloon. The catheter shaft was examined for cosmetic defects and none were found. The blood was removed and the balloon was inspected again. The balloon was found to be torn/split near the distal bond. The proximal and distal balloon bonds were examined and found to meet the required bond length specification. There was no leak from the catheter found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).

Event description:
Same case as MFR#: 2134265-2013-00589. Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous angioplasty treatment procedure, a leak occurred. Lesion details are unknown. There were two equalizer balloon catheter used in this procedure. The first (B)(4) equalizer balloon catheter was selected and 10 cc was injected into the device. The balloon ruptured during use. The device was removed from the patient intact. The procedure was successfully completed with this (B)(4) equalizer balloon catheter. After the procedure, the physician removed this device intact and injected 10 cc contrast media into this device and noted leakage. No patient complications were reported and the patient's status is good. However, returned device analysis of this 2nd equalizer revealed that the balloon was torn/split.